Manufacturer narrative:
Eval method: follow-up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level t12 on (B)(6) 2008 at (B)(6) medical center; discharged on (B)(6) 2008. Patient's first postoperative visit was on (B)(6) 2008. Between (B)(6) 2008 and (B)(6)2008, patient experienced low back pain and a sensation of paralysis. On (B)(6) 2008, patient presented himself to the emergency department for severe low back pain, difficulty walking and fever. Patient underwent diagnostic testing, blood testing, and was given pain medication. Patient's blood testing revealed a systemic infection, and his spine was found to be unstable with a marked kyphosis. On (B)(6) 2008, patient was transferred to (B)(6) hospital, due to patient's uns table thoracic spine injury with osteomyelitis. On (B)(6) 2008, patient was required to undergo corrective removal of kyphoplasty cement from epidural space; discectomies at multiple levels of thoracic and lumbar spine surgery, including instrumented fusions at multiple thoracic and lumbar spine levels; placement of expandable stryker cage. After the (B)(6) 2008 surgery, patient was continued on IV antibiotics for nine days. On (B)(6) 2008, patient was transferred to rehabilitation. Patient was released to go home on (B)(6) 2008. No further information was reported.